Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to continue to have short battery longevity and failed battery test even after battery cap change. Customer reported to have high blood glucose of 498 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test alarms noted. No unexpected low battery alarms noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.